Event description:
It was reported that bd discardit syringe s2 leaks past the plunger. The following information was provided by the initial reporter, translated from german to english: liquid bypasses the plunger drugs cannot be applied correctly as the liquid bypasses the plunger.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2312181. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned, twenty (20) retained samples were obtained from the manufacturing facility for review. No defect has been observed in the retained samples. Although we were unable to reproduce the reported issue, it is possible that this incident resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.